Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd pen ndl 32g 4mm 90 CT were unable to prime. The following information was provided by the initial reporter : the consumer reported clogged pen needles stating there is no insulin flow during priming and can feel resistance when depressing flow button pen. Date of event : unknown. Samples : available.

Event description:
It was reported that 2 bd pen ndl 32g 4mm 90 CT were unable to prime. The following information was provided by the initial reporter : the consumer reported clogged pen needles stating there is no insulin flow during priming and can feel resistance when depressing flow button pen. Date of event : unknown samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-27. H6: investigation summary: customer returned (7) open 32gx4mm bd pen needles with detach tear drop labels from lot# 9137444. The consumer reported clogged pen needles, and stated there is no insulin flow during priming & he can feel resistance when depressing flow button pen which leads him to believe there is a clog. All 7 returned pen needles were examined, and it was observed that the non-patient end (npe) cannula was straight on each pen needle. All 7 samples were then tested for flow using a test pen injector. All 7 were able to expel properly. No defects were observed. Pen needle DHR batch 9134744 was reviewed. The batch number was built with pen needle assembly line in august 2020. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. No quality notification was raised on past 12 months on similar non-conformance. Bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.